Event description:
There was an allegation of questionable elecsys troponin t hs result with one patient sample run on a cobas e 801 analytical unit. The initial result was 79.2 ng/l. The repeat result was 9.74 ng/l. This result was confirmed with the cobas pure and was deemed correct.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Qc and calibration were within the expected range. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be identified.